Event description:
During a rhythmia procedure a intellanav stablepoint open-irrigated was selected for use. When ablating in the left atrium there was a cardiac tamponade from left atrium. The catheter was replaced. Pericardiocentesis was performed. The procedure could not be completed. The patient was hospitalized. The patient is expected to fully recover. The catheter has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual examination revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The unit passed leakage inspection test without any problems. Flow testing revealed the device was irrigated without any errors or pump messages. The device passed the dimensional test. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected.

Event description:
During a rhythmia procedure a intellanav stablepoint open-irrigated was selected for use. When ablating in the left atrium there was a cardiac tamponade from left atrium. The catheter was replaced. Pericardiocentesis was performed. The procedure could not be completed. The patient was hospitalized. The patient is expected to fully recover. The catheter is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.